Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that patient therapy was initiated on (B)(6) 2020 using the cardiosave intra-aortic balloon pump (iabp) and a transray plus 35cc intra-aortic balloon catheter (iabc). The next night ¿system overheating¿ occurred on the iabp. The iabc was left intact and another in-hospital cardiosave iabp unit was use with no reoccurring problems afterwards. The customer also reported that the patient, on which the iabp was used, had atrial fibrillation (af) and the rates varied. The iabp was running in auto mode with an arterial pressure trigger. We are seeking clarification on whether the indication for use of the iabp was the patient¿s af or if the patient's af occurred during iabp therapy.

Manufacturer narrative:
Updated fields: b4, b5, d1, d4, g4, g7, h2, h3, h4, h6 (evaluation method code), h10. The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse will replace the scroll compressor and the temperature sensor. A supplemental report will be submitted when repairs have been completed.

Event description:
It was reported that patient therapy was initiated on (B)(6) 2020 using the cardiosave intra-aortic balloon pump (iabp) and a transray plus 35 intra-aortic balloon catheter (iabc). The next night ¿system overheating¿ occurred on the iabp. The iabc was left intact and another in-hospital cardiosave iabp unit was use with no reoccurring problems afterwards. The customer also reported that the patient, on which the iabp was used, had atrial fibrillation (af) and the rates varied. The iabp was running in auto mode with an arterial pressure trigger. We are seeking clarification on whether the indication for use of the iabp was the patient¿s af or if the patient's af occurred during iabp therapy. It was later reported that the patient's atrial fibrillation (af) was a primary disease, iabp therapy for this patient was completed, and that there was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. A getinge field service engineer (fse) reported that the repair for the iabp unit has been completed. Since the reported issue was reproducible, the threaded probe temperature sensor and the scroll compressor were replaced. After replacement of the parts, a preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications was performed. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical use. The defectives parts were requested to be returned to the national repair center for further evaluation. A supplemental report will be submitted upon completion of this evaluation.

Event description:
It was reported that patient therapy was initiated on (B)(6) 2020 using the cardiosave intra-aortic balloon pump (iabp) and a transray plus 35¿ intra-aortic balloon catheter (iabc). The next night ¿system overheating¿ occurred on the iabp. The iabc was left intact and another in-hospital cardiosave iabp unit was use with no reoccurring problems afterwards. The customer also reported that the patient, on which the iabp was used, had atrial fibrillation (af) and the rates varied. The iabp was running in auto mode with an arterial pressure trigger. We are seeking clarification on whether the indication for use of the iabp was the patient¿s af or if the patient's af occurred during iabp therapy. It was later reported that the patient's atrial fibrillation (af) was a primary disease, iabp therapy for this patient was completed, and that there was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that patient therapy was initiated on (B)(6) 2020 using the cardiosave intra-aortic balloon pump (iabp) and a transray plus 35 intra-aortic balloon catheter (iabc). The next night ¿system overheating¿ occurred on the iabp. The iabc was left intact and another in-hospital cardiosave iabp unit was use with no reoccurring problems afterwards. The customer also reported that the patient, on which the iabp was used, had atrial fibrillation (af) and the rates varied. The iabp was running in auto mode with an arterial pressure trigger. We are seeking clarification on whether the indication for use of the iabp was the patient¿s af or if the patient's af occurred during iabp therapy. It was later reported that the patient's atrial fibrillation (af) was a primary disease, iabp therapy for this patient was completed, and that there was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The suspected faulty scroll compressor and the threaded probe temperature sensor were sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the scroll compressor and no visual damage was observed. The senior repair technician also inspected the threaded probe temperature sensor and no visual damage was observed. The technician then installed the scroll compressor into cardiosave test fixture and tested it to factory specifications per cardiosave service manual along with the threaded probe temperature sensor. After running the unit for 1 hour, the cardiosave alarmed and an error message over temperature was observed on the display. The national repair center replaced the threaded probe temperature sensor with a known good sensor and tested the compressor again. After approximately 3 hours of pumping ,the compressor did not fail, making the national repair center believe that the temperature sensor is defective. The scroll compressor and the threaded probe temperature sensor were sent to research and development for failure analysis and to determine if the compressor is defective or the temperature sensor. Research and development reported that after testing the scroll compressor and the threaded probe temperature sensor the failure of over temperature was verified. Research and development then tested the compressor with a known good temperature sensor. The compressor did not fail after 22 hours of testing with the error code of over temperature. The compressor passed testing. It was then determined by research and development that the temperature sensor was the cause of the failure, not the compressor. The temperature sensor failed testing. The scroll compressor and the threaded probe temperature sensor are being detained in the national repair center per procedure.